Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits moderate devitrification at output window; the outer flow tubing open end wall integrity is compromised, and exhibits minor scratch marks and signs of melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that "aiming beam fires straight out of fiber" was noted during a bph procedure at 47,130 joules. Additional information notes "set at 180 laser hit prostatic stone sent laser to standby, put back on ready and fiber was end fire". The fiber tip (cap) was cleaned during procedure. The fiber was exchanged, and the procedure was completed with the second surgical fiber at 185,574 joules. Patient outcome: "no injury" reported.